Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a (B)(6) female patient (gravida 7, para 4) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "essure ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2001, (B)(6) 2012), pregnancy with contraceptive device in 2013 and miscarriage in 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked to an additional pregnancy (2013) case: # (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. On 26-oct-2018: correction following internal quality review: the incident category was amended to incident (ectopic pregnancy). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.